Event description:
Customer reported experiencing a low blood glucose level, with the lowest reading noted at 52 mg/dl. Cause was not known. The customer managed the situation by consuming soda and candy. Additional troubleshooting was declined, and no further action was necessary.